Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose level was reportedly "high". The customer administered a manual injection. Reportedly, the customer loaded a new cartridge.